Event description:
A trilogy o2 ventilator, japan was returned to the manufacturer for service due to a ventilator service required alarm occurred. There was no harm or injury reported. During the evaluation of the trilogy o2 ventilator, japan device at the manufacturer's service center, the customer's complaint was confirmed. A "service required" error code was found in the ventilator's downloaded event log. The technician noted that the error indicates an abnormality of the oxygen sensor was detected. Therefore, the device's oxygen blender circuit board was replaced. Additionally, the trilogyo2 pm1 kit was replaced at the customer's request, although the service life has been exceeded. The technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (14.2.05).